Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) canada alleging that her one touch ultra mini meter had a power/battery issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018. She manages her diabetes with insulin (no adjustments) and was unable/unwilling to say if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that ¿right away ¿after the alleged product issue began she developed symptoms of thirsty, sleepy and grouchy and felt her blood sugar was high. The patient reported that on an unspecified time on (B)(6) 2018, her mother took her to hospital where she was treated by a hcp with 10 units of novorapid insulin and additional 2 units every hour until she was discharged. The patient reported that when she attended hospital she obtained a blood glucose result of 38.0mmol/l. At the time of troubleshooting the cca noted that correct test strips were being used, it was not the first time the subject meter was being used and there was no misuse of the meter. When the power button was pressed down and when a new test strip was inserted the meter did not power on. Based on the information provided the meter¿s battery required to be replaced. However, the patient did not have a replacement battery at the time of troubleshooting. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began which resulted with the patient receiving treatment from a healthcare professional for an acute complication of hyperglycemia.